Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving intrathecal therapy via an implantable pump for non-malignant pain. The drug, dose, and concentration were unknown. It was reported that the pump was explanted. A new pump was implanted on (B)(6) 2017 and filled with drug on (B)(6) 2017. No symptoms were reported. No further complications were reported. The patient was doing well. No further complications were reported.